Event description:
Flexibility study. It was reported that incomplete seal was observed. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was advanced. The closure device was deployed, but did not meet release criteria and was therefore recaptured and removed. A 24mm watchman flx laa closure device was then successfully implanted with a complete laa seal and deployed device diameter was 20mm. On the same day, post implant procedure, transesophageal echocardiogram (tee) revealed the size of the largest residual jet around the device was 6mm. The closure device did not cover the whole ostium. There were no patient complications. On 17 november 2019 the patient was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2020, 102 days post index procedure, the patient presented to hospital for the scheduled procedure for a second laa closure. At the time of reporting, the patient was on clopidogrel and aspirin. On (B)(6) 2020, the patient underwent device implantation procedure with a non-bsc device in response to the event. On (B)(6) 2020, the patient was discharged home. It was further reported that on february 24, 2020 the patient complained about dyspnea which improved since the transcatheter aortic valve implantation (tavi) procedure with a current severity of class iii nyha. The patient also experienced moderately stressful irregular heartbeat, intermittent episodes of vertigo at rest, few episodes of pre-syncope of effort, mild lower leg edemas, and degeneration associated with leg pain. Gastrointestinal bleeding and iron deficiency anemia had occurred which were considered not related to the watchman device. One or two days later, the patient underwent cardiac catherization and was noted with multiple relevant gaps following the watchman flx study device. The patient was implanted with a non-bsc vascular plug with a good result and significant reduction of gaps to below 5 mm. Z-suture and pressure bandage over the venous puncture site were applied. On the same day, tee revealed no relevant pericardial effusion following laa occlude. The patient was in stable hemodynamic and respiratory condition throughout the entire inpatient hospitalization course. The suture was removed, and subject was recommended for aspirin and clopidogrel until the progression follow up in three months. On (B)(6) 2020, the incomplete seal was considered resolved and the patient was discharged in good condition.

Event description:
Flxibility study. It was reported that incomplete seal was observed. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was advanced. The closure device was deployed, but did not meet release criteria and was therefore recaptured and removed. A 24mm watchman flx laa closure device was then successfully implanted with a complete laa seal and deployed device diameter was 20mm. On the same day, post implant procedure, transesophageal echocardiogram (tee) revealed the size of the largest residual jet around the device was 6mm. The closure device did not cover the whole ostium. There were no patient complications. On (B)(6) 2019 the patient was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2020, 102 days post index procedure, the patient presented to hospital for the scheduled procedure for a second laa closure. At the time of reporting, the patient was on clopidogrel and aspirin. On (B)(6) 2020, the patient underwent device implantation procedure with a non-bsc device in response to the event. On (B)(6) 2020, the patient was discharged home.

Event description:
Flxibility study. It was reported that incomplete seal was observed. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was advanced. The closure device was deployed, but did not meet release criteria and was therefore recaptured and removed. A 24mm watchman flx laa closure device was then successfully implanted with a complete laa seal and deployed device diameter was 20mm. On the same day, post implant procedure, transesophageal echocardiogram (tee) revealed the size of the largest residual jet around the device was 6mm. The closure device did not cover the whole ostium. There were no patient complications. On (B)(6) 2019 the patient was discharged on aspirin and clopidogrel.